Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals, noise and chronic high rv threshold. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing or noise and a failed atrial lead position check. Both the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.